Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the clip delivery system (cds) could not be performed because the product was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for lock line knots can include, but are not limited to, procedural conditions/user technique during lock line removal or manufacturing anomalies. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint history indicated there had been no similar difficult to remove or knotted lock line incidents reported for this lot. With regards to the user technique/procedural conditions, knots in the lock line may be influenced by the user while removing the plastic cover/polyimide tubing from the ends of the lock line and unwrapping or the line becoming twisted upon removal. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping process and during removal, and therefore contributed to the difficult to remove; however, this cannot be confirmed. Based on the information reviewed, the difficulty removing the lock line appears to be the result of the observed knot; however, a definitive cause for when and how the knot formed could not be identified. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted for the knot in the lock line of the clip delivery system (cds 10348265/(B)(4)), which required intervention to successfully deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted and the mr was reduced to 3. The second clip (cds 10348265/(B)(4)) was then successfully placed on the leaflets, and the mr was reduced to 2. The lock line cap was removed without issue, the lock line was not twisted prior to removing the cap, or after removal of the cap, there was no difficulty un-wrapping the ends of the lock line, and one free end of the lock line was pulled to confirm that the line moved freely. The lock line was removed slowly; however, resistance was felt. It wasn't possible to remove the lock line due to a knot located at the end of the lock line, which had been drawn inside the lock lever. The knot in the lock line was observed inside the lock lever in the area where the lock lever is introduced to the clip handle (about 4 cm inside of the lock lever). The decision was made to cut the lock lever with a scalpel where the lock lever is introduced to the clip handle. The lock lever was cut safely, and it was then possible to grasp the end of the lock line with the knot. The lock line was removed and the clip was deployed successfully. The mr was reduced from 4 to 2 with the implantation of 2 clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.